Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Concomitant medical product: d274vrc ICD implanted: (B)(6) 2010.

Event description:
It was reported that a lead integrity alert (lia) triggered due to high rate non-sustained ventricular tachycardia with noise/oversensing and short v-v intervals. High impedance was also noted. It was noted that when the patient bent over it would cause oversensing and noise and during troubleshooting this was able to be recreated in the clinic. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.